Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that hospitalized due to hyperglycemia and diabetic keto acidosis. Customer`s blood glucose level during event and current was above 27 mmol/l and 16.5 mmol/l respectively. Customer was hospitalized on (B)(6) 2021 and treated with insulin drip injections. Customer woke up and had vomiting incident. Customer currently reported nausea as a symptom of hyperglycemia. Customer did not allege on the device for under delivery and did not report any alarm occured during the event. Customer was using insulin pump system within 48 hours of reported hyperglycemic event. Customer was using system with smartguard feature active at time of high blood glucose level event. Customer changed infusion set two days prior to event. Customer declined to troubleshoot. No further patient complications were reported.